Event description:
The product was used during laparoscopic cholecystectomy procedure. Reportedly, the needle broke. The surgeon was able to retrieve half of the needle and could not locate the other half. The hosp has reported no pt injury occurred.